Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. The problem was found during prep. Therefore, the product wasn¿t available and another unknown mynx control device was used and the patient recovered. The device was used in a percutaneous coronary intervention (pci) procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. A 6f non-cordis sheath was used. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. The balloon lost pressure at the 1st stop. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with the instructions for use (IFU). The device was opened in a sterile field. There was no visible damage in distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 6/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present in manufacturing position, totally covered by the sealant sleeves showing no evidence of any type of exposure or damage. Additionally, the syringe was returned attached to the device nevertheless the related catheter sheath introducer (csi) was not returned for this analysis. During the initial visual analysis, the device did not show any evidence of any other anomalies. Functional testing was executed using a cordis lab syringe, and the non-functional condition of the balloon was confirmed as a leak was identified during the balloon inflation due to a rupture located on the balloon¿s surface. A magnified visual analysis of the balloon surface was executed to identify the possible cause of the leak observed during the functional test. The results showed a longitudinal rupture identified in the body of the balloon. The product history record (phr) review of lot f2219502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, as this issue was found during prep, handling factors during prep are possible. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured. The problem was found during prep. Therefore, the product wasn¿t available and another unknown mynx control device was used and the patient recovered. The device was used in a percutaneous coronary intervention (pci) procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. A 6f non-cordis sheath was used. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. The balloon lost pressure at the 1st stop. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with the instructions for use (IFU). The device was opened in a sterile field. There was no visible damage in distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.